Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with an intellamap orion mapping catheter, an intellanav mifi oi catheter and a dynamic xt catheter, the patient experienced a perforation. The intellanav mifi open-irrigated was the catheter that caused the perforation. A pericardiocentesis was performed; the blood was drained from effusion site and reinfused to the venous system. The procedure was successfully completed and the effusion was in stable condition the following day. The physician expected the patient to make a full recovery. The intellanav mifi oi catheter was disposed of and therefore will not be returned for analysis.